Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (sensitivity setting was set to low).

Event description:
On b)(6) 2016, the reporter contacted animas, alleging an occlusion (absence of occlusion alarm) issue. The reporter stated that the patient had a blood glucose (bg) 294mg/dl with dizziness, shortness of breath, polyuria, polydipsia, extreme drowsiness, nausea, and symptoms of dehydration. The patient was treated with insertion site change and basal settings were adjusted. Customer support (cs) completed troubleshooting and the occlusion alarm was not in the history. The review occlusion sensitivity setting was set to low. This report is being made due to the bg excursion the patient experienced due to use error.